Manufacturer narrative:
The manufacturer previously reported an issue with the internal battery and power management board. The internal battery and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The power management board was evaluated and was found to operate as designed.

Event description:
The manufacturer received information alleging a ventilator's internal battery was depleted and a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issues. An error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue.